Event description:
It was reported that patient had not felt the vibration in months and then suddenly felt stimulation two days prior to this report and at times the vibration was too strong, particularly in bed so she decreased it from 1.2 to 1.1 and she no longer feels the vibration. The patient also noticed a return of frequency symptoms. The patient stated that setting was uncomfortable at the time when offered to increase. It was noted that patient saw the health care provider (hcp) last week however she forgot to bring programmer with her to appointment however stated that she does have an upcoming appointment. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0mn9k, implanted: (B)(6) 2014, product type lead. (B)(4).